Event description:
Edwards received notification from a field clinical specialist that a patient with a 25mm non-edwards surgical valve (mitroflo) underwent transcatheter pulmonary valve replacement (tpvr) with a 26mm sapien 3 valve. As reported, the patient had presented with severe right ventricular outflow tract obstruction (rvoto) found on routine follow ups. The initial valve was deployed within a 25mm mitroflo after fracturing the surgical valve with a 24mm atlas balloon. The team post-dilated the new 26mm s3 with a 24mm atlas and then had a "frozen/stuck" leaflet. The physician stated they had inflated the 24mm atlas balloon to "probably 16" atmospheres. The physician attempted to free up the leaflet using ice imaging and various catheters but was unable to. The patient was not tolerating the severe pulmonary insufficiency (central) as well, so 2nd valve was needed. The team prepped and deploy and 2nd valve, which went well. Both valves were prepped with an additional 3cc in the inflation device for commander balloon. The patient tolerated the procedure well. The final mean gradient across 26mm s3 was about 10mmhg. The patient left the procedure room in stable condition. The perceived root cause of the event was unknown, the issue seemed to occur after post-dilating the sapien.

Manufacturer narrative:
The investigation is in progress, a supplemental report will be submitted.

Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, central regurgitation events post-deployment with or without report related to leaflet mobility for the s3 and s3u valves have not been associated with device malfunctions or manufacturing non-conformances. Rather, the root cause for these events have historically been due to procedural factors (malposition, slow recovery of blood flow, leaflet impingement due to calcification or guidewire, over-inflation, post-dilation, and/or under-expansion). The complaints of valve central regurgitation and leaflet motion restricted-in patient was confirmed based on report by field clinical specialist (fcs). Available information suggests procedural factors (post-dilation with non-ew balloon) likely contributed to the event as it was reported that ''the team post-dilated the new 26mm s3 with a 24mm atlas and then had a 'frozen/stuck' leaflet'' and ''the patient was not tolerating the severe pi (central) as well.'' Deploying the valve using more than the prescribed volume or attempting a second inflation may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation or post dilation may prevent proper motion of the thv leaflets resulting in thv regurgitation. Additionally, per the training manual, central regurgitation is an associated risk of post-dilation. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.